Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and had a difference between sensor glucose and blood glucose value. The customer reported a blood glucose value of 40 mg/dl and was treated with glucose/carb intake. The event involved product(s) mmt-1880l, mmt-7020la, mmt-397a, mmt-332a. Troubleshooting was partially performed for low blood glucose and the customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was performed for the difference between sensor glucose and blood glucose. The customer blood glucose was 480 mg/dl and sensor glucose value were 40 mg/dl at the time of incident and found that the difference was not within the target range. The customer was explained sensor might no longer been responding to glucose changes. No further patient complications were reported. Mmt-1880l was requested and the customer response was the device will be returned. Mmt-7020la was requested and the customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.